Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A nurse reported that the patient has decreased function as of (B)(6) and needs to meet with a manufacturer representative (rep). The patient's indication for implant is parkinson's dual and movement disorders.